Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump touch screen was cracked and unresponsive. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.